Event description:
Biorci driver caused a screw to break during insertion. Surgeon removed the free portion of the screw from the joint, however he left the remaining portion implanted after he determined that it had an acceptable level of fixation. He then went to the tibia where he encountered the same problem with the driver. When he attempted to remove the driver after fixation, the biorci screw pulled out. The surgeon was able to achieve propper fixation with a titanium rci screw. Event did not cause patient injury.